Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep replaced the interconnect cable, and the fluoro functions printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a generator error message. No pt injury was reported.